Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a mesh removal performed during mesh implantation.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure (B)(6) 2010 and mesh was implanted concurrently with suburethral injections due to stress urinary incontinence prior to failed mesh implant, examination of poor vaginal support, tight introitus, a long labia, shortened urethra, and examination of presence of prior mesh in a longitudinal fashion, mid to distal urethra.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(4) 2010 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00936. The same patient is represented in each medwatch.